Event description:
It was reported that during an unk procedure, the device was being used and ripped around the iris when the surgeon was inserting his hand. They used another like device to complete the biopsy. There was no pt consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.